Manufacturer narrative:
Date sent: 08/13/2007. Damaged hand activation contacts. The device was returned in good visual condition. Upon functional testing, it was noted that the hand activation contacts were non-functional. The instrument could only initialize with the footswitch pedals, not with the hand activation buttons. No conclusion could be reached as to what may have caused the damage to the hand activation contacts. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during lap band procedure, the device would not pre-test. Used a new like device to complete the case. No pt consequence.